Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was no delivering the proper basal rate and was "increasing and decreasing them on their own". Customer's blood glucose level ranged between 54-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.